Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
Healthcare professional reported that this is one of 12 pumps that were involved in a flood. The pumps were serviced recently, yet the nurses are complaining that the pumps are now malfunctioning. The issues that the pumps are having are extracting blood from the patients instead delivering the drug to the patient. The pumps also make a clicking sound (3 clicks) then turn off on their own. The device operator was a registered nurse. Medication being infused is unknown. No patient injury reported.